Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between 1/27/2015 and 1/13/2020. The device is not returning for evaluation per information received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zma00 intraocular lens (iol) was explanted from the patient's right eye (od) because patient was unhappy with the intermediate and near visual acuity. The lens was replaced with a model zkb00 iol. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.